Manufacturer narrative:
This device has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. Baseline testing completed on the device and found no failing conditions. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. No additional adverse patient effects were reported.